Event description:
Device 4 of 4. Reference MFR. Reports # : 1627487-2013-11100, 1627487-2013-11101, 1627487-2013-11102. The pt has two scs systems, including two ipgs and four leads (one pair of leads are from the same model/ lot and the other pair are from the same model/lot). It was reported one of the pt's scs system is non-functional. X-rays revealed one of the leads has migrated. It was also reported the pt has not recharged one of the ipgs as recommended. In turn, the charger and programmer can no longer communicate with the ipg. The pt will undergo surgical intervention to address the issues. All leads and both ipgs are being reported because it unknown which devices are related to the issues.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.